Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and received the insulin flow blocked alarm. Customer¿s blood glucose was 400 mg/dl. The customer treated with the manual injection. Troubleshooting was declined for high blood glucose. The drive support cap appears normal. Customer reported that event was resolved by changing complete set. The insulin pump will not be returned for analysis.